Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed no issues were found, the device appears to be in good condition. The catheter flushed normally when the imaging core was fully retracted and fully advanced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2016-01886 and 2134265-2016-01887. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery to the left main (lm). An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a sled. During percutaneous coronary intervention (pci), the physician attempted to pullback automatically after atlantis¿ sr pro imaging catheter was connected; however, it was noted that the imaging catheter could not move. It was further noted that the motor drive unit (mdu)5 was damaged. The physician removed the catheter. The procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
Same case as: 2134265-2016-01886 and 2134265-2016-01887. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending (lad) artery to the left main (lm). An ilab ultrasound imaging system was used in conjunction with an atlantis sr pro imaging catheter and a sled. During percutaneous coronary intervention (pci), the physician attempted to pullback automatically after atlantis sr pro imaging catheter was connected; however, it was noted that the imaging catheter could not move. It was further noted that the motor drive unit (mdu)5 was damaged. The physician removed the catheter. The procedure was not completed. No patient complications were reported and the patient's status was stable.